Event description:
The handle was squeezed two times, but the instrument did not fire. The tissue was transected and clamps were applied. Another ta was fired below the transection line, distally and it worked fine. Additional tissue was lost.